Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).

Event description:
It was reported that there was a coupling problem. The patient was not trained adequately on their device. The patient was sitting in their chair and their implantable neurostimulator (ins) stopped working. No one had taught the patient how to recharge and they were not able to connect with their programmer. When the patient put on their recharger it was charging the 1st quarter of the ins but they were not getting any coupling boxes. After using antenna locate the patient was able to get all 8 coupling boxes. The patient was going to continue to charge and turn their stimulation on when the ins was charged to half. The patient turned their stimulation off at night because they didn¿t need it. It was further reported that the patient had their device implanted on (B)(6) 2014. The patient was going to meet with their physician on (B)(6) 2014 to learn how to charge and they were told that they would not need to be charged until their follow-up appointment. The patient had no stimulation sensation and their stimulator stopped stimulating on (B)(6) 2014. The patient spoke with a manufacturer representative on (B)(6) and was able to get their stimulator back on. About one hour after that conversation the patient¿s stimulation stopped again. The patient tried to turn their stimulator back on the morning of the report and it started again. At 4:30 pm on the day of the report the patient¿s stimulator stopped again and they were not able to get it back on. The patient was in a lot of back pain and was worried that the battery was low. The patient did not think their implant was sufficiently charged to last until their follow up appointment. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient received assistance on (B)(6) 2014 from their health care provider (hcp) or manufacturer representative. It was noted that the patient still has concerns with their device and is meeting with their manufacturer representative or hcp on (B)(6) 2014. It was noted the patient&#38112;device had been removed after just one year for not "no longer functioning". Information omitted pertaining event (B)(4) - early battery depletion. These events are not related.